Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Insulation damage was suspected, but diagnostic imaging was not performed to confirm insulation damage. No intervention has been performed at this time. The patient was stable and will continue to be monitored.